Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD has been returned and will be analyzed. A supplemental report will be filed upon completion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.